Event description:
It was reported that suture from first implant came loose before the second implant was deployed. First implant remained seated. Another ar-4500 was used. No further patient or event information was provided at the time this event was reported.

Manufacturer narrative:
No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was requested for evaluation but was not returned, therefore the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. Device history record revealed nothing relevant to this event. Based on the information provided, the most likely cause(s) of this type of event is damage to the implant from use of excessive force when inserting the spear into the meniscus and not using the technique of rotating/twisting the spear during insertion or excessive pulling force to the trailing suture strand during tensioning of the sutures. This is the first complaint of this type for this part/lot combination. The potential causes of this event are being communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted. Part remains in patient.